Event description:
Caller reported that the indicated battery charge dropped 30% in a short time while charging. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to unplug the pump until the battery reached 1%, then plug it back in, and caller acknowledged the instructions. No additional information provided.